Event description:
During the index procedure a patient was treated with 3 inpact av access balloons in the right arm venous outflow, cephalic arch. Approximately 26 months post index procedure the patient suffered from subclavian vein restenosis of the arteriovenous fistula. Subject presented for routine dialysis. Angiography showed complete occlusion of the subclavian vein within stent restenosis and an area beyond the previously placed stent. This was successfully treated with plain balloon angioplasty of in stent stenosis and placement of a protege stent distally. No immediate complications. Subject discharged home same day. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 26 jul 2025: a 4th in.pact av access was used during the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.